Event description:
Additional information was received from the patient. They reported that the patient clarified the implant didn't cause the spasm but the implant was on. Turned the implant off for a follow up test and it worked, no problem.

Manufacturer narrative:
H6: e1605 omitted from previous report, codes updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that on the 11th the patient had a nerve conduction test on left arm and said that during that test, experienced severe back spasms by the implant. Patient said that thinks noticed some discomfort in the groin area as well however said that it was hard to determine as the back spasms were so severe, patient said groin area was sore afterwards. When asked, patient said that the back spasms have subsided about 90%, patient received a muscle relaxant and the soreness in the groin area has subsided completely. When asked patient said therapy was on during the test and patient was lying down. Patient said that is scheduled for another session for both left arm and left leg and is concerned may experience the same discomfort as the first session. Patient to turn stimulation off prior to test and requested update after the test. Patient said will call beforehand to review how to turn stimulation off.